Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient went to the hospital because the device was heating up and they were hearing a humming sound. They were admitted to the hospital for 5-6 days. This occurred in (B)(6) 2017. No further complications were reported or anticipated.